Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an atrial fibrillation ablation procedure on (B)(6) 2021. After procedure during examination of lead, it was noted that the right ventricular (rv) lead was not sensing any r waves even though there was normal sinus rhythm. The rv lead was not capturing as well. Fluoroscopy was performed by the physician and it revealed that the rv lead was dislodged. The lead had pulled back in to superior vena cava with removal of ablation catheters. The physician performed another procedure on same day to reposition the rv lead. The rv lead was repositioned successfully and the patient was in stable condition throughout the procedure.